Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Atrial flutter at 157bpm contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient was admitted to the hospital and the physician ended use of the lifevest. There is no additional information about this event.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient remains in the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 12/2011 - reuse. Electrode belt (B)(4) - 03/2014 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).